Manufacturer narrative:
(B)(4). Catalog number 062941-001is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Abbvie reviewed historical complaint data and no trends were identified. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. Abbvie reviewed historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 nurse reported that a patient in (B)(6) experienced erosive lesion and edema at the stoma. Additional information was received on 08 feb 2016 that the patient was treated with antibiotics beta gentalyn ointment 2 times a day for 5 days.